Manufacturer narrative:
Sample and system information was not supplied. Customer has implemented a rerun protocol for every accutni result that is "unexpected" to insure reproducibility of results before reporting outside the lab. Service was not dispatched because customer is not questioning function of instrument. No clear root cause for this event has been determined to date.

Event description:
A customer was contacted by beckman coulter inc., (bci) per msp procedure regarding troponin (accutni) assay performance and they stated that their laboratory had obtained non-reproducible, false positive accutni results. Erroneous results were not reported out of the lab. Customer was unable to provide the exact results or dates of events. Customer stated that there was no instance of death, injury, serious medical deterioration, or medical treatment due to the event.